Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer reported something was wrong with screen on insulin pump as it was going blank. Customer stated past couple of days faded in and out and now tried to give bolus and no delivery and screen went blank. Customer stated it will show icons at the top and then press buttons and goes blank, but a dark box that cover screen. Customer stated the insulin pump was neither dropped nor bumped. Customer reported also had the full black screen at times as well. Customer stated the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer stated the black screen did not disappeared. Customer declined troubleshooting for blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display or full segment noted. However, unit received with missing segment/partial display after pressing any buttons problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to missing segment/partial display.